Manufacturer narrative:
A gehc service representative performed an on site investigation. It was determined that a pocket of air bubbles trapped in the tube caused the artifacts. After purging the tube, the air bubbles were no longer present and the image artifacts were no longer seen. Although requested in writing the facility is unable to provided patient information.

Event description:
It was reported that CT image artifacts that mimicked brain pathology resulted in unnecessary additonal patient scanning and the administration of additional contrast agent. Follow-up scanning showed normal brain pathology. No injuries were reported.